Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on an unknown date for treatment of a right tibia fracture. Patient was implanted with one (1) 6 hole right distal tibia plate and eleven (11) screws. On an unknown date, patient fell and presented with a midshaft tibia fracture. On (B)(6) 2017, surgeon removed all plate and screw implants and revised the patient to a tibia nail construct to address the new midshaft fracture. Removed plate and screw implants were reported to be in good condition and retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Types of screws: three 3.5 mm low profile cortex screws (t-15 stardrive), four 3.5 mm va-lcp screws, four 2.7 mm va-lcp screws. No lot number are or will be available. None of the aforementioned devices malfunctioned. The fracture occured because the patient fell. The devices mentioned are not the cause of the new fracture. The plate and screws were removed only so that a new nail can be put in the patient. This complaint involves 2 (two) parts. This report is 1 of 2 for (B)(4).